Event description:
Affiliate reported that due to a clinical over drainage the surgeon unsuccessfully tried to set the valve at a higher pressure setting. As a result that valve was replaced by a new one. The patient had no trouble afterwards. The original valve was implanted in 1999.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.